Event description:
No new information.

Manufacturer narrative:
The complaint that a connection could not be made at the pink luer adapter was confirmed and the cause appeared to be manufacturing related. Two photographs and one 20g nexiva IV catheter were provided for investigation. The pink single port luer adapter was deformed and dented inward, which prevented a proper connection with an injection cap or other mating component. The characteristics of the deformation were consistent with damage that can occur during assembly. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date of incident (yyyy-mm-dd): (B)(6) 2025. Type of incident/problem: a2. Failure (i.e. While preparing for, in use, after use). Level of harm: ahs optional report to cmdsnet (health canada): incident details: I inserted a 20 gage nexiva IV into a patients arm. When I went to twist on the cap it wouldn't twist on. When I looked at the end of the extension tubing piece, I noticed it was bent. I was not able to thread the cap onto it and had to remove the IV and insert a new on. The patient was upset about having to be poked again. The IV was opened from new packaging. Impact of incident: who was affected? Patient. Unexpected or prolonged care? Unknown. Procedure: IV insertion.